Event description:
During an atrial fibrillation procedure, intermittent air aspiration was noted from the introducer hemostatic valve during air purging after the guidewire and dilator were removed. The introducer was then exchanged, and the procedure was completed without any patient harm. The hospital discarded the reported introducer.